Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom intermittent operation of the #0, #1, #2 and #3 keys, which was reproduced. The device evaluation found this condition to be caused by a failed keypad. The remaining keys were tested and were found to be functioning as expected. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a keypad 1, 2, 3 does not work in the medical/surgery area. It was also reported there was no patient involvement.